Event description:
The customer's father reported that the customer's blood glucose has been going low. They have noticed that the pump is delivering 6 units of insulin that the customer isn't supposed to get. Customer's blood glucose was 51 mg/dl. Caller went right into the bolus wizard information and found that the pump is estimating a certain amount of insulin delivery and the customer is getting a total of 6 full units only when correcting with carbs. Customer's father is requesting that the insulin pump be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.